Event description:
It was reported that the patient was experiencing a shocking, stabbing sensation around her stomach and back. The patient also felt a contracting of her muscles in the same area. The patient noted that it started occurring the day prior to the report and there was nothing that seemed to have prompted it. The reporter mentioned that her device service life had ended. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. Product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. (B)(4).